Event description:
On-call biomed was called at 7:32pm due to the asp sterrad nx plasma sterilizer giving an error code. Our on-call staff tried calling that night with no answer. The morning technician responded the next day. Our sterilizer specialist was on personal time off, so our biomed technician called asp out to look at the unit. They finally arrived and found the cassette was incorrectly inserted into the chamber. He showed the surgery technicians how to correctly insert the cassette and deemed unit working as designed. This was a user error issue that may have prolonged patient care.